Manufacturer narrative:
Based on review of the device history record and process review, the product was manufactured in accordance with specifications. Without an evaluation of the device the root cause could not be determined.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A picture of the device was provided and the customer indicated on the picture that the device lumen separated from the hub. The complaint information was forwarded to the device contract manufacturer for evaluation.

Event description:
This report involves a gentleman who had a straight femoral catheter inserted for vascular access. The femoral vein was cannulated and a guide wire was passed with ease. The catheter was threaded over the guide wire. As the guide wire was removed, the thermoplastic leur lock which is the external element of the catheter got detached from the catheter sheath leaving the catheter buried inside the body. Imaging with an xray and ultrasound showed the position of the catheter in the femoral vein. This gentleman required a deep exploration to be done by a vascular surgeon for retrieval of the catheter.